Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked at the luer connection, and cracks were found after inspecting the area. The following information was provided by the initial reporter, translated from chinese: "the patient's PICC circuit has been placed. During use, it was found that there was water in the connector. After wiping it with a paper towel, no obvious leakage of liquid was found. However, after 20 minutes, the nurse continued to find the leakage, and it stopped leaking after replacing the new connector. Careful inspection of the replaced joints revealed cracks leading to leaks."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked at the luer connection, and cracks were found after inspecting the area. The following information was provided by the initial reporter, translated from chinese: "the patient's PICC circuit has been placed. During use, it was found that there was water in the connector. After wiping it with a paper towel, no obvious leakage of liquid was found. However, after 20 minutes, the nurse continued to find the leakage, and it stopped leaking after replacing the new connector. Careful inspection of the replaced joints revealed cracks leading to leaks."

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1243420. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h10.